Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering because the infusion set was consistently bending and customer noticed that infusion did not fit. The customer blood glucose level was at time of incident was 32.2 mmol/l at time of incident and 31.5 mmol/l. Customer stated that they noticed two time that infusion set was bent and they changed infusion sets two time, but did not know what insulin units to give themselves. Customer stated that they had positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and ketones was 2.2. Customer stated that they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual injections, but it did not help. Customer stated that they have not contacted their health care professional regarding the high blood glucose. The device will not be returned for analysis.